Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five of peritoneal dialysis therapy. The patient felt overfull with abdominal pain. It was determined that the patient¿s drain volume was 5971 ml, the last fill volume was 2500 ml, the fill volume was 3000 ml and the initial drain alarm was set to 0ml. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but it failed the functional testing due to an unrelated issue. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, the initial drain alarm setting was inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.